Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure dirty light cover was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of dirty light covers due to device incorrectly reprocessed. The most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It had been reported that the colonovideoscope had a dirty light cover. There were no reports of patient harm.